Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 247 mg/dl. The customer was programming a bolus when the numbers on her pump began ramping uncontrollably. The customer stated that the up arrow key gets stuck, and that none of the other buttons can interrupt the scrolling menu anomaly that resulted from the stuck button. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.